Manufacturer narrative:
A system service check of the stellant CT injector, serial number (B)(4), was completed on january 31, 2020 which confirmed that the injector was operating within bayer specifications. There was no evidence of equipment malfunction. The stellant disposable set that was in use during the procedure was discarded by the site and unavailable for evaluation. The customer was unable to provide the lot number of the disposables used during the incident; therefore, testing of retained samples was not possible. The offer of additional clinical applications training has been made to the customer and we are awaiting their response. The site continues to use the stellant CT injection system after the reported event with no further issues reported.

Event description:
Bayer medical care was notified of an extravasation that occurred during an enhanced CT scan while a patient was connected to a stellant CT injection system. The customer reported that approximately 220ml of fluid extravasated (120 ml contrast and 100ml saline) an icepack was applied to the affected extremity and the patient was re-evaluated the following day by a surgeon who determined that they should continue to apply ice as needed. No further medical intervention was necessary.